Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6). Product type recharger product ID 97745. Serial# (B)(6). Implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  while they were charging their implant, the controller would shut off and they couldn't get it to turn on until they plugged it in the ac power supply to charge at the wall. Pt said everything on the controller just stopped and they couldn't do anything. Pt said after they plugged controller in at the wall, it powers on, but it just wouldn't work right and wouldn't charge their implant. Pss had the pt remove the battery pack from the controller and connect the controller to the ac power supply without the battery pack inserted; pt confirmed that the controller powered on. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed that the controller green light was flashing. Pt then connected recharger and confirmed charging excellent. Pt reported battery levels as controller 80% and implant 100%. Pt states the screen goes black once the rtm plugs in after a few min. Pt states the controller charges fine to the wall and doesn't go bl ack. Pt did notice some bent pins inside remote. A new recharger was requested. No symptoms were reported.